Event description:
Baxter (B)(4) received a report of an infusor that had delivery stop during patient use. Force priming was attempted but was not successful. The concomitant medical products are currently unknown. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. The lot number provided was invalid. Therefore, a batch review could not be conducted.